Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the bar fractured in half on the distal.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive the subject for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information. DHR review was completed for the subject lot number. It was observed that the bar had been milled 6 years before the event was registered. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Digital design review revealed that the designed bar matched the drawing. No further design review was needed. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.